Event description:
It was reported that during the implant procedure of a transcatheter valve, hemostasis was not able to be achieved using the non-medtronic (perclose) closure system. Subsequently, hemostasis was achieved using a balloon with endovascular repair and the procedure was successfully completed. Additional information was received to report vascular access for delivery catheter system (dcs) insertion was achieved at the right femoral artery and the vascular injury occurred at this same location. The minimum access vessel diameter was 5.0mm. Per the physician, the presence of calcification at the area of injury was a potential factor. The physician clarified the dcs did not contribute to the injury. The physician indicated the introducer sheath (manufacturer unknown) and the non-medtronic (perclose) vascular closure system may have been contributing factors, but this could not be confirmed. The vascular injury was treated with placement of a stent.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date; lot #; full UDI # h4. Device mfg date h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, hemostasis was not able to be achieved using the non-medtronic closure system. Subsequently, hemostasis was achieved using a balloon with endovascular repair and the procedure was successfully completed.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.